Manufacturer narrative:
Analysis of the lead determined that there was no significant anomaly of the device. Analysis determined that the outer insulation of the lead body was cut, consistent with the explant of the device. This event was not life-threatening. The patient outcome has been updated to intervention required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. (B)(4).

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient had leg weakness, shocking and increased pain. The patient had been very happy with the implant from (B)(6). He then had more pain, leg weakness which required him to use his cane again and the stimulator was shocking him even if it was off. The hcp did a CT scan and an MRI that had negative results. The system was explanted and it was unknown if the issue was resolved at the time of the report. The hcp thought he may have cut one of the leads with his scissors. An impedance check was attempted, but the battery was overdischarged. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.